Event description:
Customer reportedly received results of 145 mg/dl and 50 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with unspecified "pills" and low blood glucose symptoms improved 10 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received results of 145 mg/dl and 50 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with unspecified "pills" and low blood glucose symptoms improved 10 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.